Event description:
Product returned with oos report, but no oos date. Comments read: "unsure when device was changed out and what it was replaced with. Was brought into office with another case in 05.

Event description:
Product returned with oos report, but no oos date. Comments read, "unsure when device was changed out and what it was replaced with. Was brought into office with another case in 10/2005.